Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported an infection was present at the ipg site. As such, the patient was prescribed oral antibiotics, which resolved the infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.